Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The field service engineer found during inspection on-site that the pressure transducer test failed and the pressure sensor was judged faulty. An pressure transducer printed circuit board was replaced but not returned for investigation. The evaluation of received device logs shows that internal leakage and pressure transducer tests started to fail (B)(6) 2020, which will be used as the date of event. The logs indicate a problem with the inspiratory pressure transducer. No technical error codes were generated. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately before ventilation. The reported pre-use check failure could be confirmed from received device logs. As no part has been returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).